Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in. The operating currents are within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on lcd window. The insulin pump was missing the end cap sticker and the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the reservoir compartment. The customer's blood glucose level was 400mg/dl. The customer's most current level was 109mg/dl. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs and attributes the levels to the damaged pump.